Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was programmed to monitor only for a week following the implant procedure. The healthcare professional believes that there was a misunderstanding as the physician wanted a monitor only zone, not the device programmed to monitor only.